Event description:
Initial creatinine result of 95 umol/l. Same sample repeated using different methodology gave result of 150 umol/l. A new sample from the same patient drawn the next day gave result of 120 umol/l using the second methodology. The initial sample was then retested using the original method, the result was 90 umol/l. If additional information is received, appropriate notification will be provided.